Event description:
It was reported the health care provider believed the patient had an allergic reaction to the catheter. It was reported it was replaced with a codman catheter. The health care provider was contemplating implanting an ascenda catheter when the patient's pump came time for a replacement but was questioning if the patient could have a reaction to the ascenda catheter. The drug being administered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).